Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) was investigated. As received, the battery charger was able to power on but was unable to charge the test battery packs. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge the test battery packs is the shorted component and contamination. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.